Manufacturer narrative:
(B)(4). Title: a second-time percutaneous aortic-valve implantation for bioprosthetic failure citation: clinical case reports 2015; 3(9): 753¿756 (doi: 10.1002/ccr3.339). Authors: pablo codner, abid assali, hana vaknin assa <(>&<)> ran kornowski date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that an (B)(6) male patient was implanted with a non-medtronic biologic stentless aortic valve to treat severe aortic regurgitation (ar) and a medtronic flexible mitral annuloplasty ring to treat mitral regurgitation (mr). In addition he received a single left internal mammary artery graft to the left anterior descending coronary artery and a permanent pacemaker due to high-grade atrioventricular block. Approximately 14 years later, the patient developed progressive, exertional dyspnea. Subsequent echocardiography showed structural prosthetic valve deterioration with severe ar with diastolic-flow reversal within the abdominal aorta. Following discussion with the heart team the patient was referred for a transcatheter bioprosthetic valve-in-valve procedure, and a medtronic transcatheter bioprosthetic valve (29mm, serial number not reported) was successfully implanted inside the non-medtronic biologic stentless aortic valve. Transesophageal echocardiogram (tee) showed no significant para- or intravalvular regurgitation. Approximately 30 months later, the patient was hospitalized due to pyrexia associated with malaise. Two sets of blood cultures were positive for streptococcus viridans. A tee showed two masses, 8 and 12 mm in diameter, attached to the right ventricular pacing lead. The medtronic transcatheter bioprosthetic valve appeared normal without any features of prosthetic valve endocarditis. A diagnosis of right-sided infective endocarditis was made and the patient received an 8 week course of intravenous antibiotics which resulted in negative blood cultures. Approximately 6 months later, age the age of 87 years old, the patient was re-admitted with severe dyspnea. A tee showed severe intravalvular ar secondary to leaflet prolapse of the medtronic transcatheter bioprosthetic valve. A gated cardiac-CT scan confirmed a normal position of the prosthetic valve within the aortic-root and left ventricular outflow tract. In view of the significant bioprosthetic valve deterioration, the patient was subsequently referred for another transcatheter bioprosthetic valve-in-valve procedure. Another medtronic transcatheter bioprosthetic valve (29mm, serial number not reported) was successfully implanted inside the first medtronic transcatheter bioprosthetic valve, resulting in trace paravalvular ar. The patient made an uneventful recovery with discharge home 4 days post-operative. At 6 months follow-up, the patient was asymptomatic. No additional adverse patient effects were reported. Additional information has been requested.